Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow up when non-sustained lead noise was observed on the ventricular lead due to post-paced t-wave over-sensing. The patient did not receive therapy due to over-sensing. Programming changes were recommended.